Manufacturer narrative:
The device is not available for evaluation at this time. If additional information becomes available and the device is returned a follow-up report will be submitted.

Event description:
It was reported that the aseptic battery housing opened during a procedure. The non-sterile battery did not fall out of the housing in to the surgical site. The surgeon had to change the handpiece and gloves to continue the procedure. There was no medical treatment or intervention required as a result of this event. The case was completed without any delay; no adverse consequences associated with the device.